Manufacturer narrative:
Combination product: yes, upon receipt, the lead under complaint was found cut 21 cm distal to the connector pin into two fragments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The visual analysis revealed a damaged insulation 30 and 36 proximal to the lead tip. The damage probably occurred due to mechanical stress. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead dislodged years ago shortly after implantation and was not active since. The lead was explanted due to system revision. Should additional information be received, this file will be updated.